Event description:
It was reported by service report that the fowler release handle weldment was broken. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler release handle weldment.